Event description:
The customer reported that a pt went into cardiac arrest while undergoing a procedure using the allura system. Hosp staff performed CPR (cardio pulmonary resuscitation) on the pt but the pt expired. At some point after hosp staff began performing CPR, a power interruption occurred which affected the allura system. The system would not power back on.

Manufacturer narrative:
(B)(4). Eval method, result and conclusion: investigation is still ongoing on this event. When investigation is completed a f/u report will be sent to the FDA.